Event description:
It was reported that a dexcom g7 paired to an ilet experienced repeated signal loss and pairing interruptions, requiring multiple re-entry of the sensor code, followed by a complete disconnection that prevented re-pairing. The caregiver replaced the sensor and observed blood at the insertion site, and the ilet displayed no alerts while the patient¿s glucose was elevated and trending down. Symptoms included hyperglycemia with a reported glucose of 247 mg/dl. Outcomes included device use interruption and need for sensor replacement. Investigation included customer interview, review of device-use history, and troubleshooting and education on cgm-to-pump connectivity. Investigation of this case revealed recurrent communication loss between the cgm and the ilet without evidence of pump alarms and with a compromised sensor site indicated by bleeding. It was concluded that the event was consistent with cgm signal loss to the ilet and sensor site issue leading to replacement, with user education provided on connectivity and sensor management. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.